Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual issue. The reporter stated that the patient was in an auto accident and it was not their fault. The person at faults car insurance is covering a new pump as their's was damaged in the auto accident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.